Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Medical history: stress incontinence, uterine prolapse, and pelvic relaxation. Reason for mesh implantation: stress urinary incontinence and pelvic relaxation procedure (s) performed: anterior and posterior vaginal colporrhaphy using anterior and posterior avaulta mesh devices and a retro pubic sling urethropexy with cysto-scopic evaluation.